Event description:
During shoulder arthroscopy, acromioblaster had pieces of metal coming off of the tip of the burr during surgery. (Smith and nephew 4.0mm acromioblaster lot #50699836). Not a reprocessed product. Reason for use: shoulder arthroscopy surgery.